Event description:
It was initially reported through clinic notes that the pt was experiencing an increase in seizures since (B)(6) 2008, unk if above or below baseline. On follow-up with the physician, the pt reported an increase in seizures at most recent visit, unk if above for below baseline or if related to the increase in seizures pt had been experiencing since (B)(6) 2008. At the same visit, the physician was unable to interrogate the pt's generator due to suspected end of service. Good faith attempts to gain additional info have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.